Event description:
It was reported that the device has a short circuit. No patient injury was reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Product passed functional testing with no faults or errors. A resistor was found burnt on the main digital pcb. Factors that could have contributed to the failure include plugging in a shorted out mdu. Product passed functional testing despite burnt resistor on main pcb. The complaint investigation has concluded the cause of the failure to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.